Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited a battery depletion (bd) code, indicative of potential premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. During the procedure, it was noted the s-ICD exhibited shock impedance measurements of 136 ohms, no values were reported to be out of range. With a new s-ICD, the system exhibited lower measurements of 109 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited a battery depletion (bd) code, indicative of potential premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.